Manufacturer narrative:
The device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: during investigation, there was moisture observed in the battery compartment. No moisture was observed behind the display. The battery compartment was cracked from threads to left of grip pad. A leak test failed due to a battery compartment leak. The pump was opened and no moisture observed.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.